Event description:
Caller reported a cgm error 42. Blood glucose level was not adversely impacted, as it was not reported but assumed to be within normal range. The caller was assisted by cts, who provided complete pump reset information and guided them through the process.